Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes there was insufficient pressure. Patient 3 of 4. The following information was provided by the initial reporter. The customer stated: defect: insufficient negative pressure found quantity: 4 received an update from the sales representative, and the description of the incident was updated as follows: when the nurse collected blood in the morning, there were four cases of insufficient negative pressure in a row (different patients). Customers reported that the problem of insufficient negative pressure is relatively frequent recently. Please help investigate the negative pressure of the imported tubes produced recently.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the photographs provided the customer. Bd was not able to identify a root cause for the indicated failure mode.